Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads were repositioned. The patient was doing well postoperatively.